Event description:
It was reported that during an open unknown procedure, the device could not be fired since the firing knob did not move forward. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).anvil damaged the analysis results found that the tvc55 instrument was received with the anvil damaged and cracked; and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 4 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the instrument was tested for functionality with the returned cartridge reload. After completing the firing it was noted that the staples formation was not proper as the anvil was not properly aligned due to the damaged on the anvil. While no conclusion could be reached as to how the anvil became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.